Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the ICU today (B)(6) 2020 a problem was observed with the wire: dialysis catheter 3lumen 13fr / 20cm (lot: reer0546, ref: 5608200). The guidewire is weak, it bends easily and in the attempt to push the inner wire broke.